Manufacturer narrative:
(B)(4). Final analysis found that the inner insulation was abraded at 52.0 - 52.4 cm from the connector pin. This was most likely the cause of the noise reported from the field. UDI (di): (B)(4).

Event description:
It was reported that the right ventricular lead exhibited noise. The lead was explanted and replaced. No patient symptoms were reported.